Event description:
It was reported that the patient with a ventricular defibrillation lead died. The lead, prior to the death, had impedance measurements of greater than 3000 ohms, high threshold values, and oversensing as indicated by a high sensing integrity count. The lead was to be replace, however the patient died before the replacement surgery could occur. Cause of death has been requested and not received.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.